Manufacturer narrative:
(B)(4). Conclusion: failure to follow instructions (using/implanting a damaged product).

Event description:
A valiant captiva stent graft system was implanted for the endovascular treatment of a 6cm in diameter thoracic aortic aneurysm. The proximal neck was 31mm in diameter and the distal neck was 20mm in diameter. There was mild thrombus and severe angulation. It was reported that when flushing the valiant, a leak was observed coming from the base of the side port extension. The physician was able to fill the stent graft with a certain amount of saline so that it wouldn¿t be a serious issue. It was noted that further filling was needed so the physician had to apply rather strong pressure on the syringe, which might have put extreme pressure on the base of the port which ultimately may have led to the leak. The relevant device was implanted in the patient because only one device was prepared. The physician comment states that the device should be safe to use. There was no damage to the packaging. In addition, the patient had a bypass for both sides of renal artery, sma and ca from near bifurcated site of the device. The distal side of the valiant device was implanted just above anastomosis site of inside the synthetic vessel. Though a little bit of resistance was felt, the device was smoothly delivered and was deployed without issue. No clinical sequelae were reported and the patient is fine.